Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
A consumer via a manufacturer representative reported that they fell a couple of months prior to the report and experienced intermittent stimulation since then. An impedance check was performed and showed that 4 contacts were not functioning. Reprogramming was attempted and a revision surgery was scheduled for (B)(6) 2017 where the leads were replaced. The patient was implanted for spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.